Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturer is performing investigation on the returned device. A follow up report will be provided upon completion of investigation and/or receipt of any further relevant information.

Event description:
Manufacturer was informed that on (B)(6) 2026, during the procedure of double heart valve replacement combined with tricuspid valvuloplasty performed using top-hat valve size 21, due to the severe aortic calcification that could not be completely debrided, after the implantation of the s5-021 aortic valve, extensive calcified tissue was observed beneath the valve, causing obstruction. When it was attempted to adjust the valve orientation using a right-angle clamp, one of the leaflets suddenly fractured into three to four fragments, resulting in irreversible damage to the valve. Based on the judgement received, the failure was not attributed to abnormal pressure but to mechanical entrapment of the valve.